Manufacturer narrative:
Combination product: yes. The affected product was not returned. Therefore, no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent retention force of a defined amount of samples is tested by means of manufacturing process output monitoring. Based on the conducted investigations, no manufacturing related root cause could be identified. Considering the physicians event description, the root cause for the complaint event is most likely related to the patients anatomy (i.e., severely tortuous target lesion).

Event description:
Orsiro mission drug-eluting stent systems were selected for treatment of a mildly calcified total occlusion in a severely tortuous part of the proximal rca. After predilatation and a successful placement of a 3.5x13 orsiro, it was attempted to place the complaint device, but this was not successful. Upon the attempt to remove it, the stent became dislodged, and it was not possible to locate it anymore. It was confirmed that the stent did not remain in the body.

Manufacturer narrative:
Combination product: yes.